Manufacturer narrative:
On january 7, 2021, additional information received indicated that the patient is scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 05, 2021 additional information received indicated that the date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2021 additional information received indicated that the post operation findings for the left prosthesis was intact, no rupture. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2021 additional information received indicated that patient also experienced bilateral capsular contracture grade iii on the left and IV on the right side. As a result patient underwent bilateral replacements and full capsulectomies. Reason for device explant and/or reoperation: rupture, capsular contracture grade iii, chest injury. This report relates to the left prosthesis. Suspect device was received on february 11, 2021. Device evaluation completed on february 22, 2021. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 375cc silicone prosthesis experienced left sided rupture post procedure. The patient fell down and implant ruptured. An MRI examination confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.